Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they are having severe, serious issues with the aligners. They recently saw a dentist and orthodontist, they informed them that their aligners are causing jaw issues with their teeth and to stop wearing them immediately. At check in patient marked true to discomfort, inflammation, sensitivity, jaw discomfort and not fitting. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.